Event description:
Customer experienced a problem with calcium on this instrument for two days. The values on this instrument were as much as 1.5 mg per dl lower for some patients, making some results critical values. An unknown number of patients were involved on (B) (6) 2009 and seven patients had critical low results on (B) (6) 2009. No specific values could be provided by the customer. Customer was unable to verify if the results were accompanied by data flags. They use lithium heparin plasma sample tubes. No results were reported from this instrument, they were all repeated on the other integra 800. Customer cancelled field service dispatch for further investigation. After calibrating the calcium assay, issue seemed to be resolved with calibration and control results acceptable.